Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf goal of 1000ml however, it was noted that the machine defaulted to a uf goal of 3000ml. The biomedical technician stated that this was likely operator error due to the user not pressing the new treatment button prior to treatment. It is unknown if the up/down arrow keys were used to program the initial setting. The patient was able to successfully complete treatment on the machine with no reported harm, adverse events, or medical intervention. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were not provided. Per the biomedical technician, the machine was returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
Patient information added per fax received from clinic.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.